Event description:
The patient underwent a revision surgery due to the event. At the time of the surgery, the generator was found to be in proper position. Only a lead placement issue was identified. "The incorrect lead placement" on the lead was related to user error by the original implanting surgeon. The new surgeon during this revision surgery located the original implanted lead, he found they were not coiled around the vagus nerve, rather what looked to be the ansa cervicalis. The surgeon then corrected the placement with a new incision lower on the neckline and located the vagus nerve. Both the generator and lead are not available were discarded at surgery and are unavailable for return. No other relevant information has been received to date.

Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.) Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's generator was reported to have migrated. This is causing the patient pain in their neck where the lead is located. The patient is being referred for revision surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.